Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic total gastrectomy with radical lymphadenectomy, when entering the esophagus by mouth and removing it, the device was disassembled. The meso of the jejunum is dissected for intestinal section with ligation and with a singe shot, the device advanced to the esophageal stump, manual extraction by the orvil probe surgical guide, which detaches the metal material of the malleable probe before achieving it grip in quality. A new probe is used, which is inserted and passes effectively, achieving adequate grip on the esophageal stump, an easy shot of the calf is performed. There was no patient harm.